Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 12, 2024 was filed inadvertently. No explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report.